Event description:
The customer reported troponin I reagent pack failed calibration two times involving access 2 immunoassay system. Through troubleshooting, it was discovered the customer incorrectly loaded the reagent pack into the reagent carousel compartment. The customer located and removed the reagent pack from the carousel. Beckman coulter customer technical support (cts) advised the customer to properly discard the used reagent pack, load a new troponin I reagent pack, and perform calibration and quality control (qc) prior to troponin I analysis. Patient results were not impacted. There was no patient consequence or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone and did not question system performance. (B)(4).